Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The manufacturer¿s international service technician confirmed the reported nav-ring issue. The manufacturer¿s international service technician replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported during the operational check failure of the nav-ring occurred. There was no patient involvement.